Manufacturer narrative:
As reported, the pdo ring that allows the implant when folded for insertion to retain it shape after deployment had completely detached from the ventralex mesh during use in a hernia repair procedure. This was not reported as an out of box event, therefore, no anomalies were reported as received. The device was used in an open procedure, which would require the implant to be folded to accommodate insertion into the body. Once inserted the surgeon would position the implant over the defect and fixate the device. The device was removed from the body when the problem was identified. The sample was not returned for evaluation. Based on the event as reported, and not having the sample to evaluate, root cause is undetermined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august, 2019. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
It was reported that during an open hernia repair procedure on, or about (B)(6) 2020, the ring has completely detached from the ventralex mesh. It was also reported that the mesh has been removed, and the procedure was completed using another mesh device. It was reported that operating time was extended, and there is no reported patient injury.